Event description:
Customer reported oxygen was found leaking at the connection of the device to the flow meter during use on a patient. A new device was used. No patient harm or delay in treatment reported.

Manufacturer narrative:
(B)(4). One humidifier adaptor was received for evaluation. Lot and material number of adaptor received cannot be confirmed because adaptor packaging was not returned. The adaptor body was white, and the snap cap was clear. The number "68" was embossed in the plastic in the hollow of the adaptor body. The adaptor did not have a sleeve in the whistle area. No other visual defects were observed. A review of the manufacturing event log shows no issues that may have contributed to the quality issue observed. All process parameters were within specification, the in-process qa inspections shows one nonconformance (for labeling defects) that has no impact on the quality issue reported. Nonconforming material was re-inspected and found to be acceptable per internal specification. The package integrity tests were acceptable. The product drawing for 040 adaptor assembly was reviewed. The drawing shows sleeve placement in relation to the other assembly components. Engineering reported that the sleeve is intended to partially obstruct the gas flow upon escape from the whistle divot. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported oxygen was found leaking at the connection of the device to the flow meter during use on a patient. A new device was used. No patient harm or delay in treatment reported.